Manufacturer narrative:
Additional information and device evaluation: h4 - manufacturing date - the manufacturing site reported that the manufacturing date for the device is 1/11/2013. A review of the records related to this equipment that included labeling, manual, trending, device history records, service records and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the system showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Based on the investigation no problem was found. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that doctor accidentally bumped the head rest of the laser, and cause a suction loss. Doctor decided not to re-dock.